Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
Event description: updated, other relevant history: added, device serial number: corrected, device available for evaluation: updated, device codes: added, device evaluated by manufacturer: updated, evaluation codes: added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The 148,773 joules and 18:06 minutes expended on the failed fiber. It was noted that "tip broke" and "aiming beam was at 0 degrees" the fiber tip was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the fiber "became end firing". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "no injury". Additional information was not reported.